Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the leads were explanted and replaced on (B)(6) 2021. The patient has effective therapy post operatively.

Event description:
Related manufacturer reference number: (B)(4).

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Corrected data h6 investigation conclusions code updated to 67 - no problem detected.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete device and initial reporter information. The unique device identifier (UDI #) is unknown because the lot and part number were not provided.

Event description:
It was reported that the patient did not have adequate therapy. Reprogramming was attempted without success. Imaging was done and the lead was found to be migrated. As a result, surgical intervention may occur to address the issue.